Event description:
It was reported that in 1998 the pt underwent an uneventful asd repair. After arrival in the ICU, the pt was diagnosed with a persisting left to right shunt. The pt underwent a second asd repair via median sternotomy. An add'l defect was found superior to the initial repair site. This defect was found superior to the initial repair site. This defect was not visualized during the initial operation because the septum was not fully exposed.